Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported to gyrusacmi that after positioning the set device closed, the surgeon began to retract the set to the desired distance, when satisfied with its position he moved away to prepare the laser, at this point the blade snapped and broke. The pts tooth was damaged. Another blade was used to finish the procedure.